Manufacturer narrative:
Philips service recalibrated the force sensor and arch motors, resolving the issue. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that arch movement failure occurred due to a force sensor error on an azurion 7 m20. The clinical use of the system was in use. There was no reported patient or user harm.